Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Expiry date 06/2020.

Event description:
It was reported that during a stent placement procedure for treatment of proximal anastomosis in a bypass graft, the nose cone of the delivery system allegedly broke off the catheter. The detached part was successfully removed from the patient. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure for treatment of proximal anastomosis in a bypass graft, the nose cone of the delivery system allegedly broke off the catheter. The detached part was successfully removed from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the stent delivery system was returned for evaluation. Based on evaluation the reported breakage of the inner tubing including the atraumatic catheter tip (nose cone) could be confirmed. The inner tubing of the triaxial delivery system was found broken in three places. The characteristic of the most distal breaking point indicates that the cardan tube may have been kinked in this area. The stent delivery sheath contained a bending pattern, which indicated that the delivery system was in a severely curved configuration. No indication for a manufacturing related issue was found. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. Regarding removal of the delivery system post stent placement the IFU states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." In addition the IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding preparation and accessories the IFU states that a 5f or larger introducer sheath and a guide wire with a diameter of 0.014 inch - 0.035 inch should be used. The IFU states that the stent system should be examined for any damage prior to use. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. The reported stent placement for treatment of proximal anastomosis in a bypass graft represents an off label use. Based on the IFU supplied with this product the lifestent® 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenostic lesions (...) In the native superficial femoral artery (sfa) and popliteal artery (...). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.